Event description:
It was reported that when patient presented in clinic for a follow up visit endocarditis infection was observed. Lead was explanted. No new lead was implanted. Patient was stable post procedure.

Manufacturer narrative:
A partial lead with the connector pin measuring 28.1 cm and the distal portion measuring 34.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.